Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the battery compartment cracked when attempting to replace the battery and tighten the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2013 with the following findings:visual inspection of the pump revealed a battery compartment crack from the threads to the case seal. Unrelated to the complaint, the pump powered on with a faded and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.